Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an operation to fixate loose bone fragment on the navicular bone the surgeon positioned the wire after reduction and attempted to drill the cortex, during this attempt the drill tip broke off. A different wire was positioned and the second drill bit tip broke off. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis internal investigation by synthes (B)(4) reports: the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected.

Manufacturer narrative:
Device history record review reported, manufacturing documents were reviewed and no complaint related issues were found.